Event description:
Customer received a blood glucose result of 172mg/dl at 3pm. At around 7:30pm the customer was unconscious. Customer was taken to the hosp where they received a result of 11mg/dl. The customer was given dextrose and orange juice. Later at the hosp the customer's blood glucose result was 103mg/dl on the hosp device and 48mg/dl on the customer's device. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.